Event description:
Device 1 of 2. Ref MFR report #1627487-2013-11688. It was reported the pt was receiving stimulation in her leg and back that is too strong. It was also reported the pt was receiving abdominal stimulation. Reprogramming addressed the abdominal stimulation, but the pt continues to receive stimulation in her leg that she dislikes. The pt plans to f/u with an sjm representative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.